Event description:
It was reported that during a cranial procedure conducted at the user facility the cranialmap software closed due to an error. The procedure was completed successfully without the use of navigation. No impact to the patient, surgical delays, medical interventions, or adverse consequences were reported with this event.

Event description:
It was reported that during a cranial procedure conducted at the user facility the cranialmap software closed due to an error. The procedure was completed successfully without the use of navigation. No impact to the patient, surgical delays, medical interventions, or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of an unconventional restart of the software could be confirmed based on device evaluation. The user was in the system setup screen. After the restart of the application the user accepted to recover the case and reconnected the tools. No causative factor was found during the review of the provided log files.

Event description:
It was reported that during a cranial procedure conducted at the user facility the cranial map software closed due to an error. The procedure was completed successfully without the use of navigation. No impact to the patient, surgical delays, medical interventions, or adverse consequences were reported with this event.